Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio slim device was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the "device retrieval arm got stuck in the head of the capturing device and the suture snapped". The procedure was completed with another capio slim device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The lot number was updated based on the original device package received with the complaint device. Corresponding manufacture and expiration dates are provided. A visual examination of the returned capio slim revealed that the device has the rivets detached in the distal tip section. The carrier was actuated three times and it extended and retracts without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that a capio slim device was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the "device retrieval arm got stuck in the head of the capturing device and the suture snapped". The procedure was completed with another capio slim device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.